Event description:
A customer contacted beckman coulter regarding 2 erroneously elevated accu tni results from two different patients that were generated by the access instrument. The accu tni result was 29.96 ng/ml from patient a. The accu tni result was reported out of the lab. Aftger the physician questioned the accu tni result, the original sample of patient a was retested for sccu tni. The repeated accu tni result was 0.07 ng/ml. A corrected report was issued for patient a. The accu tni result was 736ng/ml from patient b. The customer retested the original sample of patient b for accu tni. The repeated accu tni result was 0.08ng/ml. A corrected report was issued for patient b. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.